Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states the doctor observed blood leakage at the exit site. Patient was involved without injury.